Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI # (B)(4). Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient underwent a I & d procedure due to infection. Superficial effusion separate from deep structures was observed. There was a deep thigh abscess that was in contact with the left hip joint. The wound was irrigated with bactisure. Deep drain and would vac were placed on the top layer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet g7 shell cat#010000662 lot#6395394, biomet stem cat#192808 lot# 668350, biomet taper sleeve cat#650-1064 lot#2955104, biomet head cat#650-1057 lot#2955098, biomet liner cat#010000817 lot#6354149. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent primary left tha. Subsequently, the patient underwent an I&d procedure approximately 2 months post implantation due to infection. It was noted the ceramic head, liner, screw and taper were removed. Attempts have been made and additional information on the reported event is unavailable at this time.